Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph prostate procedure, the aiming beam was forward firing. It is not known at this time how the procedure was completed. Patient outcome: "no adverse effect/ patient not affected" was reported.